Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter was observed inside the packaging of an unspecified quantity of homechoice cassettes; further clarified to be inside the fluid path of the cassettes. This was observed prior to using the devices for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
.Additional information: d10, h3, h6. H10: six (6) actual samples were received for evaluation in open pouches. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.